Event description:
Device issue: needle-to-cuff miss, detached posterior portion of the foot. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, a needle was not captured by a cuff. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. When the device was received by the abbott vascular rep, the posterior portion of the foot was detached and not present. The physician "does not recall any of his pts having any peripheral vascular complications in the past month." The foot may have fallen off when he was examining the product after the procedure was completed. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.